Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: b5 event description added d10 concomitant product added h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threaded shaft was stripped. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to the post-manufacturing damage. Functional test was not able to be performed due to the mating device was not returned for evaluation. However, the customer allegation can be substantiated with the device showing damages, therefore it did not work as intended. The overall complaint was confirmed as the observed condition of end cap f/ten ø3 - 4 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 475.900s lot number: 1050p07 it was electronically reviewed and the following non-conformance has been observed. No non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 27-sep-2022 manufacturing site: jabil grenchen expiry date:01-sep-2032 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: when the surgeon tried to insert the end cap in question after the two ten implants insertion, the end cap did not go into the bone and could not be inserted. According to the surgeon, there was a possibility that the drilling was shallow at the time of wound opening with an owl. The patient is a young male with good bone quality, so the end cap self-tap could not have been used to drill further.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a spiral fracture of the distal end of the humerus. During the surgery, unknown defect occurred when the surgeon tried to insert the end cap after the two ten implants insertion, the end cap did not go into the bone and could not be inserted. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) titanium end cap for titanium elastic nailø3.0-4.0mm-sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. E3: reporter is a j&j sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.